Manufacturer narrative:
An incomplete catheter was returned in segments. The distal segment of the catheter was returned and no significant anomalies were identified. The catheter portion returned had acceptable testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant medical products: product ID: 8781, lot# 0209408277, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal (concentration 1500 mcg/ml, dose 550 mcg/day) via an implantable pump. (10 mg/5 ml) in addition to physiological water. A catheter issue was reported; the patient's daily dose was programmed to be a little bit higher several times but there was no good results on patient's spasticity. The physician gave the patient a single bolus with good result. The pump was programmed in a flex mode (3x bolus/day) and there was an image of overdose. It was noted that they had been programming the pump several times a little bit higher with no results and this was a factor that may have led or contributed to the issue. A catheter access port study was done with no results, they were able to aspirate cerebrospinal fluid. The catheter was partially explanted; the spinal segment was replaced. The pump segment was reported to be ok. At the time of this report, the issue was resolved and patient status was alive - no injury. The explanted catheter segment was to be returned to the manufacturer. Additional information was received on (B)(6) 2016 indicating that the patient experienced symptoms of overdose as a result of bolus (3x). There was no allegation of pump overinfusing. There were abnormalities found on the spinal segment during revision. Following revision, the patient was perfect with a new spinal segment and daily dose was much lower than before. The explanted catheter was shipped on (B)(6) 2016.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from the manufacturer representative. Lioresal (10mg/5ml) + physiological water was being delivered intrathecally by 3 flacons 10mg/5ml + 5 ml physiological water in one syringe. There was no error in programming and the pump was not overinfusing. The patient experienced overdose symptoms. The representative did not know exactly when onset of the patient symptoms started but thought it was a few weeks before. There were no images of the catheter and the catheter was sent back to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.